Manufacturer narrative:
This event occured in the u.s. It was reported that the device powered on by itself and started moving pushing the end-user into bed. End-user fell and the device drove over their back causing back pain. End-user went the next day to the ER. Alber (B)(4) will begin the physical evaluation of the device once the device arrives at our premises (device is in transit).

Event description:
End-user powered e-fix control unit off and proceeded to get out of the wheelchair. Whilst getting out of the wheelchair the control unit powered on by itself and the unit started moving pushing her into her bed. End-user fell down and the device drove over the foot and pushed the end-user sideways until the device rolled over the end-users back. The end-user went the next day to the ER. As a result of the incident the end user reported that the helix cable was pulled out of the power distributor and the device is no longer usable.

Event description:
End-user powered e-fix control unit off and proceeded to get out of the wheelchair. Whilst getting out of the wheelchair the control unit powered on by itself and the unit started moving pushing her into her bed. End-user fell down and the device drove over the foot and pushed the end-user sideways until the device rolled over the end-users back. The end-user went the next day to the ER. As a result of the incident the end user reported that the helix cable was pulled out of the power distributor and the device is no longer usable.

Manufacturer narrative:
A detailed investigation of the returned device was carried out as far as the massive mechanical damages have allowed. The functional check of the individual component which were not massively mechanically damaged did not reveal any malfunction that could have led to the described event. How the massive mechanical damage to one of the drive wheels occurred cannot be determined in retrospect. It must be assumed that a massive external force was applied to it. We make the educated guess, that the device was not switched off by the enduser before proceeding to get out of the wheelchair and unintentionally deflected the joystick on the control unit thereby setting the device in motion.